Event description:
It was reported that a patient underwent a laparoscopic ovarian cystectomy surgery on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in laparoscopic ovarian cystectomy surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --please refer to the event description, other information requested is unknown. - could you kindly provide the lot number, please? --smmhcz. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil. One paper lid and one winding former with one detached needle and one partially dispensed suture were received for analysis. Product code vcp433h. During the visual inspection of the detached needle, the swage and attachment were not as expected, since a light swage was observed. The barrel hole was examined under magnification for suture remnants, and none was observed. Additionally, the suture showed an insufficient impression at the insertion mark. Based on the information currently available, light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.